Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/17/2015 with the following findings: on investigation, the alleged bolus issue was not duplicated in the evaluation. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. A normal bolus and an audio bolus were delivered without incidences. Unrelated to the complaint, the display was found to be dim with pinkish contrast.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a other (unusual issue) issue. Reportedly, it took a few tries before bolus was delivered and insulin delivery was affected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.